Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal connector of the lead was extrinsically bent, the helix of the lead was extrinsically bent, and visual summary analysis of the lead indicated apparent explant damage. Concomitant product: 6947 lead, implanted: (B)(6) 2008. (B)(4).

Event description:
It was reported that the right atrial (ra) lead dislodged. Upon attempting to reposition the lead the helix appeared to be bent and the lead would not stay in place. The lead was explanted and replaced. No patient complications have been reported as a result of this event.